Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The patient was admitted to the hospital on (B)(6) 2024 due to cirrhosis ascites, and during the infusion treatment at 8:30 a.m . On (B)(6) in order to prevent contraindications to the medication given to flush the tube, the nurse found that there was a leakage at the seal of the prefilled catheter flusher to prevent the tube from being contaminated with the prefilled liquid, and immediately replaced it with a new prefilled catheter flusher to seal the leaking prefilled liquid, and reported it to the relevant leaders for disposal.

Event description:
No additional information received. The patient was admitted to the hospital on (B)(6) 2024 due to cirrhosis ascites, and during the infusion treatment at 8:30 a.m. On (B)(6) in order to prevent contraindications to the medication given to flush the tube, the nurse found that there was a leakage at the seal of the prefilled catheter flusher to prevent the tube from being contaminated with the prefilled liquid, and immediately replaced it with a new prefilled catheter flusher to seal the leaking prefilled liquid, and reported it to the relevant leaders for disposal.

Manufacturer narrative:
(B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 306594 and lot number 3178590. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. H3 other text : see h10 narrative.